Event description:
Boston scientific was notified that during an event the matrix ultra-soft-sr coil became immobile and it ruptured the aneurysm. When the coil was retrieved, it stretched. The pt suffered a subarachnoid hemorrhage.